Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: customer's complaint number: (B)(4). Market country: (B)(6). Defective inflation valve: the nurses cannot withdraw the foley catheters. It was complained that our foley's balloon cannot be "flatted". To solve it, the doctors had to inflate the balloon till it broken. However, they can't inflate the balloon anymore. In fact, the inner tube was inflated, not the balloon. To withdraw it, they have to punch the balloon by a needle through the gall bladder. It lasts 2 weeks for over 10 cases. Note that: the affected lot number I report is no more in my stock. So, I don't know whether it still happen in your new lot. I do replace them the new ones."

Manufacturer narrative:
Received update from case author clarifying that this record refers to only one case. Add'l clarification was received, it is as follows: off course they reach the bladder through the abdominal wall. When they can flatten the balloon, they try to rupture the balloon by overfilling it, but they fail because the air did not go into the balloon. The air made inner cannula "inflattened", not the balloon. Therefore, they had to punch the balloon by through the abdominal wall into the bladder". This case is being deemed serious as it required medical/surgical intervention in order to deflate the balloon and remove the catheter. From a clinical perspective, a causal relationship between the device and this event is deemed related because we understand they could not deflate the balloon without the intervention. (B)(4).